Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported "bilateral breast implants with folds, without ultrasound evidence of rupture. A small amount of peri-implant fluid is noted" and " baker IV capsular contracture in left breast." Device remains implanted. This relates to the left side.